Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2023 through (B)(6)2023. No notable events or alarms were observed, and the pump appeared to function as intended throughout the duration of the file. It was reported that patient had a right heart catheterization on (B)(6) 2023, with no alarms. During the patient¿s work up, they were also found to have a low hemoglobin level and elevated creatinine. Additionally, the patient had gained ten pounds with notable leg swelling. It was later communicated that the patient expired on (B)(6) 2023. The cause of death was reported as unknown. Due to hospital policy, no further information regarding the patient outcome was provided. Multiple attempts were made to obtain additional information from the customer regarding the initially reported events; however, no further information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including renal dysfunction and death, that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, although only low hemoglobin was reported, the IFU lists bleeding as an adverse event that may be associated with the heartmate ii lvas. Furthermore, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's weight was up 10 pounds, and their legs were swollen. It was later reported that the patient passed away on (B)(6) 2023. The cause of death was reported as unknown. Due to hospital policy, no further information was provided.

Event description:
It was reported that patient was having a right heart catheterization, with no alarms. Their hemoglobin was low, 7.8. Creatine was elevated to 3.08. The log captured 221 pulsatility index (pi) events between (B)(6) 2023 and (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.